Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the physician was aware of potential loss of capture with the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.